Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that they were on vacation and accidentally got their pump submerged in water. Their blood glucose is unknown. After, the customer said there was a constant tone that was occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: no audio/beep anomaly noted. However, unit received compromised forced sensor alarm during basic occlusion test due to moisture damaged on force sensor resistor. Also, moisture damage on the motor, electronic assembly and vibrator motor during visual inspection. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.